Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise due to suspected lead damage. This lead was tested in clinic with provocative maneuvers with noise able to be reproduced. This patient was subsequently hospitalized until lead revision can be completed. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).